Event description:
The facility reported over infusion heparin during patient use. The patient was admitted to the hospital due to pain in the chest. Pulmonary emboli was diagnosed. Heparin 25,000u in 500ml bag with a rate of 26.4 ml/hour was initiated at 2200. At 1230am the nurse noted the entire bag had infused. The patient did not exhibit any adverse signs or symptoms. A partial thromboplastin time was drawn at 0100 with results >than 100. Protamine sulfate 50mg in 50cc solution was administered via pump over 10 minutes. A second dose of protamine sulfate 50mg in 50cc solution was administered 30 minutes later. The blood pressure was 180/80 at approximately 0300. The patient was also given coumadin 8mg orally at 0312. Normal saline 1000ml was a stand-by solution that was not infusing at the time of the event. The patient was discharged to home in good condition in 2007.

Manufacturer narrative:
A request for the return of the device has been made. Should the pump be received for evaluation, a follow-up report will be filled upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
The trending data was extracted for the period of 2005 through 2007. No negative trend was noted.

Manufacturer narrative:
Evaluation summary: the reported condition of over infusion was not confirmed and could not be duplicated during service. The pump passed the power on self-test. The pump was tested for accuracy. All values were found to be within specification (specification: rates of 60 ml/hr and above: +/-7%, and with a rate of 1 to 59.9 ml/hr: +/- 10%). The keypad was tested for proper operation and all keys were found to function properly. The pump passed the safety clamp test (pump mechanism free flow prevention) and the safety / slide clamp mechanism operational check. An inspection of the pump head was performed and no visual damage was noted. The insert slide clamp configuration was set to off and this was changed to alarm setting for testing and will be left on alarm as baxter recommends this setting. The front panel is scratched and the pole clamp cushion is damaged.